Event description:
It was reported that during device upgrade, the physician tried to unscrew the lead, but this was unsuccessful. The lead was stuck in the header. The lead was cut and the device was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was visually inspected. The header was damaged, body fluid was observed in the header and the septa was damaged. A section of the lead was stuck in the rv port. It is suspected the body fluid dried out and bonded the lead to the header.